Event description:
It is reported that the patient faced occlusion issue on (B)(6) 2026 which leads to high blood glucose and was treated with correction injection via mdi (multiple daily injections).

Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545 manufacturing site: 3003442380.